Event description:
The reporter indicated the surgeon implanted an unknown model implantable collamer lens into the patient's eye. Reportedly lens rotation and possible sia was suspected. No post exchange data was provided. Additional information was requested but has not been provided to date.

Manufacturer narrative:
Claim (B)(4).